Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The reason for call was patient stated they had a meeting with a medtronic re presentative on friday and they changed the program and the number on it. Patient stated they still seem to be retaining and letting out a little bit at a time. Patient said yesterday they went 16 times and each time they were letting out anywhere from 100 to 300. Patient also mentioned they have a very swollen abdomen by the end of the day. Patient asked if it was too soon to change the number or if they should change the program. Agent asked patient if they were feeling the stimulation and patient said occasionally they will feel the stimulation but it is different from before.. Agent reviewed with patient that they can try increasing the stimulation to see if that helps their symptoms, patient mentioned that last friday they changed the program but according to them, the symptoms has been the same. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient reported they are having symptoms of retention and want to try a different program to see if that will assist patient better. Patient inquired if they should change programs. Agent reviewed therapy and general programming guidance. Patient initially stated they think therapy is working, but then reported they are not emptying totally because they are only going 1-200ml at a time. Patient stated yesterday they went like 14-15 times and had to strain and double void and a couple triple voids. Patient inquired if something needs to be changed with their therapy or with the program. Reviewed therapy overview. Patient stated therapy is at 0.8 and when they increase stimulation to 0.9 it feels intense and not comfortable. Patient described it as severe vibration constantly going down their leg. Patient reported on the call feeling stimulation going down their leg. Patient reported they feel stimulation only very faintly on the right side of the vaginal area and sometimes in the rectal area, but stated it always goes down their leg and they can feel their toes twitching independently. Patient mentioned their implant is on the left side. Patient stated at 0.8 they are still feeling stimulation going down their leg and are feeling toes twitching. Patient stated it is not painful, but inquired if that is how it is supposed to feel. Patient stated they have felt stimulation down their leg "the whole time". Agent reviewed stimulation expectations and redirected patient to healthcare provider to discuss symptoms and therapy adjustments. Patient provided event date as after they left the hospital/surgical center last friday they started to experience retention and didn't pee for 12 hours so patient had to go to the hospital and they had to put in a catheter so patient couldn't try the device at all. Patient then stated this past monday the hcp saw patient again and they took out the foley so patient is now able to at least go on their own. Patient was diagnosed last friday by hospital with a uti and is on day 3 of antibiotics. Patient stated they don't know if this is interfering, they don't think it is, but stated they don't' know. Reviewed role of patient services and redi rected patient to their managing healthcare provider to discuss. Provided agent phone number. Patient inquired when to contact rep vs hcp. Agent reviewed role of rep vs hcp. Patient stated they contacted mdt rep on friday regarding this issue. Patient stated they thought it was a device issue and they were told by rep, that ins was on the same setting it was on after surgery and redirected to patient's hcp at that time to discuss. Patient stated they have since updated mdt rep that they were diagnosed with a uti, are on antibiotics, and are able to pee now. The patient was redirected to their health care provider to further address the issue. Patient stated they will follow up with their hcp.